Manufacturer narrative:
The distributor indicated the device will not be returned to greatbatch for evaluation, therefore the reported event cannot be confirmed. A manufacturing review was performed and no discrepancies were found. No further investigation required. If the device is returned, the complaint will be re-opened and a supplemental medwatch 3500a emdr will be submitted.

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4). Not returned to manufacturer.

Event description:
It was reported during a procedure that the reamer handle broke near the hudson end. No adverse events were reported as a result of the malfunction.